Manufacturer narrative:
Follow-up with the site indicated that the surgeon's comments were general and not related to a specific patient. Medtronic rep performed training with the surgeons at the site. The registration technique contributed to the event. No additional issues have been reported following the training.

Event description:
A medtronic representative reported that a surgeon felt inaccurate during an ent case. The representative tested instruments and reported that they verified at less than 2mm to divot (per specification) and tracked correctly. The surgeon proceeded with the case using navigation. There was no impact on patient outcome.